Event description:
It was reported that cgm displayed error message during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed complete pump reset with guidance, confirmed error did not recur, and successfully started new sensor session, with no additional information received regarding any further outcome.